Event description:
It was reported to sharps on (B)(6) 2009 that a customer was stuck with a used needle protruding from a 1 quart sharps container (model# 10112) on (B)(6) 2009.

Manufacturer narrative:
Investigation is underway, upon completion, results will be forwarded.